Event description:
Reportedly, the device did not switch from aai to ddd pacing in accordance with the aaisafer specifications: in one episode, the device used the pause criterion whereas the device should have switched after two p waves blocked.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states. However, it is similar to symphony / rhapsody pacemaker models approved (B)(4). In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. The analysis of the patient files provided led to the following observations: avb episode recorded on (B)(6) 2007 at 18:12 shows that the device operated as specified and as intended by switching from aai to ddd after the programmed pause. As explained, mode switch occurred on the pause criterion because premature atrial contractions occurred (ar markers), thus suspending the 1 degree avb, 2 degree abv and 3 degree avb criteria for 12s. Only the pause criterion remains active in that case, this is a normal behaviour in aaisafer mode.